Event description:
It was reported that the customer was hospitalized. It was also stated that the insulin pump alarmed failed battery test. In addition, it was stated that the insulin pump was having low battery life and was having a problem priming.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.